Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she experienced visual disturbances. Her doctor sent her to a specialist who recommended the iol be explanted and replaced with a different type due to it being defective due to a crease. The iol was exchanged 10 months following the initial implant procedure.